Event description:
It was reported to boston scientific corporation that a wallflex rx biliary uncovered stent was attempted to be implanted within the common bile duct of a patient on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, the indication for the stent placement was for treatment of a lesion at the bifurcation of the common bile duct. The lesion was not dilated prior to stent placement. The patient's anatomy was reported to not be tortuous. During the procedure, when placing the stent at the target site, the physician observed that the length of the stent appeared longer than its labeled length (10cm). The stent was reconstrained back onto the delivery system and removed from the patient. Outside of the patient, the physician measured the stent and reported that it was longer than 10 cm. The procedure was completed with an 8 cm bsc stent. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. (B)(4). The device was not returned; therefore, a technical analysis could not be performed. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The stent dimensions of 10x100 mm as specified on the product label refer to the deployed and fully opened stent. The stent was not fully deployed during the procedure so the deployed length of the stent could not be determined. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.